Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the meter involved in this case was tested and the customer's complaint could not be reproduced during testing. The returned test strips were evaluated and failed testing with error 4. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving the error 4 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the error message error 4 on the reported meter; she was unable to obtain a blood glucose reading. During this time period, the patient used her backup one touch ultra2 meter for testing. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient took the action of exercise, and administered self-treatment by consuming food and/or drink; she did not seek any medical attention. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The issue was not resolved. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the meter issue was not resolved, this complaint is being reported.